Event description:
Call from reporter regarding his inspire 2580 hypoglossal stimulator. When implanted, the device had a positional adjustment due to reporter having a z-plate in his cervical spine from a previous spinal infusion procedure. Implanted in (B)(6) 2023, the device worked without any problems for the first eight months but then started exhibiting self-activation throughout the day (only supposed to do this during the night when asleep). When this occurred, the device would stimulate the hypoglossal nerve where his tongue would feel manipulation, causing air to get trapped in his respiratory tract and cause problems with swallowing and breathing. As time went on, the device would randomly overstimulate nerve and muscle tissue to the point that it felt like "being hit with a taser in the neck or right leg." Thinking that this might be a spinal nerve issue, reporter underwent two spinal surgeries (last one 17 days ago) with no relief from the inspire stimulations. Reporter stated that he feels like he will be suffocated by this device and increasingly has become anxious about this and has been in contact with his surgeon to have it removed. Reporter has also contacted inspire to get help with this issue but has been given the run-around without no solution to the problem at all. Reporter stated that this is a public safety hazard and wants the FDA to recall this device.